Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The procedure was done under local anesthesia and fiducials were administered transperineally. A computed tomography (CT) scan was performed and showed a rectal wall infiltration at the base of the prostate. Dissection was clearly visible at the base and "ok" at the apex. The patient is scheduled to receive 28 fractions however, this will most likely be delayed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.